Manufacturer narrative:
Concomitant medical products: product ID 37743, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the device was not working. It was reported that the patient had charged in the last week. The patient reported that the stimulation quit and the remote wouldn't do anything. There was a report that it wouldn't come up. It was reported that it would not interrogate. The patient was able to find the charger and was getting connection where it was showing that it was almost charged. The patient reported that they were in pain because they don't have the stimulator. It was clarified that the pain started in the last 2 days and it was unknown if the stimulation turned off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.